Event description:
Atrium chest drainage connected to suction in surgery. Patient transported to recovery room, respirations 40, air in chest, lung deflated, clots present. New atrium chest drainage unit opened and compaired to atrium unit being used. Unit appeared tolook physically the same (same number). However discovered nipple at top of the drainage chamber was open to air.patient was connected to the newly open atrium drainage unit without a nipple. This functioned appropriately. Respirations decreased, lung inflated, and clots were evaculated.manufacturer's rep ws called and the unit was picked up for evaluation. Upon further investigation it was dscovered that the unit had passed through the company's quality control with the wrong face plate attached to a duo style atrium drainage. The manufacturer's rep traced the lot number throughout the facility and discovered one more unit which initiated a product recall for this lot number.a nationwide recall was instituted because of this identification by facility healthcare staff. No injury to patient was associated with this occurenceinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: mated with incompatible equipment. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device recalled by manufacturer/distributor. The device was not destroyed/disposed of.